Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had trouble with the sensor. Customer checked her blood glucose level and it was 46 mg/dl. Customer drank ensure and grape juice and then went shopping. Customer's blood glucose level was over 400 mg/dl when she checked her blood glucose level in the store. Customer stated that when she got home she received a calibration error and a change sensor alert. Customer stated that she was in the hospital for 4 days. Customer did not put a new sensor on because she was getting x-rays. Customer received a change sensor alert after the second calibration error alert. Customer was advised to remove the sensor and return for analysis. Sensor will be replaced. Customer stated that her hospitalization was due to a gastric seizure. Customer now has a an ostomy on her stomach and it gets in the way of her finding a sensor site. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite; found the sensor failed due to low readings.